Event description:
This rv lead was capped on (B)(6) 2018 during a scheduled generator exchange because the pin was stuck in the header of the device.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.